Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Procedure: colorectal. Surgeon was unsuccessfully with surgical anastomosis using the stapler during bowel surgery and had to switch over to hand suturing.